Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a trend arrow issue. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. A photograph was provided for investigation. Confirmation of the complaint was confirmed via photographic inspection. The probable cause could not be determined via data or photographic inspection. No injury or medical intervention was reported.